Manufacturer narrative:
The customer performed a visual inspection of the samples and no visual issues were found. The customer replaced the na electrode and the ise reagents. The customer primed the reagents and performed calibration and qc. The customer confirmed the calibration and qc results were acceptable. The customer performed repeat testing with the samples and the results matched the other cobas c 311 analyzer. The investigation reviewed the provided calibration and qc results and the results were acceptable. The sample centrifugation speed and the centrifugation model were requested but not provided. The customer's sample alarm trace was requested but not provided. The field service engineer replaced the na and reference electrodes, ise reagents, ise sipper tubing, and the ise pinch tubing. He checked the gear pump pressure and rinse dispense volume settings. He performed precision testing and had acceptable results. After service, no further issues were reported. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for 12 patients tested on a cobas c 311 analyzer. The initial na results were reported outside the laboratory. The reported results were questioned by the doctor. The customer performed repeat testing on a different c 311 analyzer with the samples. Below are 5 examples of questionable na results: sample identifier (B)(6) had an initial na result of 132 mmol/l. Sample identifier (B)(6) had a repeat na result of 140 mmol/l. Sample identifier (B)(6) had an initial na result of 133 mmol/l. Sample identifier (B)(6) had a repeat na result of 142 mmol/l. Sample identifier (B)(6) had an initial na result of 126 mmol/l. Sample identifier (B)(6) had a repeat na result of 134 mmol/l. Sample identifier (B)(6) had an initial na result of 129 mmol/l. Sample identifier (B)(6) had a repeat na result of 137 mmol/l. Sample identifier (B)(6) had an initial na result of 124 mmol/l. Sample identifier (B)(6) had a repeat na result of 132 mmol/l. The customer determined the repeat results were correct. The na electrode lot number and expiration date were requested but not provided.